Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. According to the account, the low flow alarms were caused by kinking of the outflow graft. The reported kink could not be confirmed as no computed tomography (CT) imaging was provided for review and no product was returned for evaluation. The patient ultimately expired on (B)(6) 2017 due to an intracranial bleed (reference MFR # 2916596-2021-01132). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. This IFU also explains that pump flow is estimated based on pump power. This document outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump exchange was due to an inappropriate ventricular assist device (vad) response suggestive of device flow obstruction. Patient started on milrinone due to low flows. Right heart catheterization (rhc) showed elevated pulmonary artery pressure (pa pressure) and elevated pulmonary capillary wedge pressure (pcwp). The explant was not associated with recovery of cardiac function the device operated as expected. The patient was implanted with another mechanical circulatory support device. Computed tomography (CT/ab) of the abdomen without contrast was taken and no obstruction was shown. The low flows were resolved after the pump exchange. The cause of the low flow alarms appeared to be kinking of the outflow graft.

Manufacturer narrative:
The intracranial bleed event noted in the prior report is reported under MFR # 2916596-2021-01132. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2016.

Event description:
It was reported that the patient had an intracranial bleed.